Event description:
It was reported that the patient presented for leadless pacemaker implant procedure. During the procedure, it was found that the helix of the right ventricular leadless pacemaker sustained a sprung helix. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.